Event description:
Pt received hoffman pappas total joint implant 2 years ago. Pt has lost 40 lbs, is in incredible pain, face is very swollen, paralysis on left-side of face where implant was implanted. Since implant was put in pt has developed fibromyalgia, mitral valve prolapse, headaches, and anemia.